Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited an error message. A different programmer was used to interrogate the device and the same error message exhibited. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
New information indicated the device exhibited an egm anomaly. The device firmware was reloaded and successfully resolved the issue. The patient would be monitored.